Event description:
Info received states the pt fell about a month ago and hasn't used stimulation since. She is now unable to adjust stimulation. When pt device was checked out (B)(6) her hcp speculated that her leads might be coming loose or scar tissue was contributing to her increased pain. Additional info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).